Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a bruising event occurred. The wearable was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient experienced bruising on the insertion site. At the time of the event the patient was hospitalized, but this was not due to any possible dexcom malfunction. The day the patient was discharged, a nurse helped the patient apply new sensor and during application bleeding occurred. The nurse put pressure on the insertion site after which a bruise was noted. Four days after the bleeding occurred the patient had a scheduled appointment for a checkup and the doctor noticed the bump on patient´s shoulder caused by the bruise. An x-ray was made to examine the bump, and the doctor was able to determine that the bump was created due to a bruise. The doctor tried to aspirate the bruise with a needle but was unable to do so. The patient was advised to keep the area uncovered and do apply cold and hot compresses alternatively for the blood to disperse. At the time of the report the patient was stable. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.